Manufacturer narrative:
The compressor transformer was concluded onsite to be faulty by the field service engineer. The transformer replaced with a new one and the compressor passed all the functional and safety tests and returned to clinical use. The replaced transformer was not sent in for investigation since customer wants to keep it. Due to lack of information, the root cause of the faulty transformer could not be identified.

Event description:
It was reported that the compressor was not switching on. There was no patient harm. Manufacturer ref.#: (B)(4).